Manufacturer narrative:
Additional information was received with the returned device on 09/12/2019. The device issue occurred on the right, rather than the left as reported initially. The lot and serial numbers have been updated. The investigation of the returned device was completed by the failure analysis lab on 10/04/2019. Device evaluation summary: according to the information provided, the patient experienced rupture and capsular contracture. During evaluation of the device it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed.¿ postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Concomitant products: 325 cc mentor memorygel breast implant, catalog #3503251bc, serial # (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 325 cc mentor memorygel breast implant experienced left sided baker¿s grade IV capsular contracture and rupture post procedure. These issues were diagnosed by a physician. As a result, replacement with mentor gel implants was performed on (B)(6) 2019.